Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, a dissection of the right coronary artery. The physician inserted the guide catheter into the pt. The physician inserted a pre-dilatation balloon, and performed dilation on the artery; however, a dissection of the right coronary artery was noticed. The physician inserted a stent to treat the dissection; however, the dissection expanded to the proximal end. The physician inserted add'l stents overlapping one another; however, the dissection was not cured. The physician decided that a surgical procedure was needed and the pt was sent for treatment. At the time of this report, the pt is reported to be doing well. The actual devices and a copy of the cine procedure will be sent for eval.